Event description:
It was reported that the guidewire tip detached. A 300cm thruway guidewire and a jetstream catheter were selected for use. The tip of the guidewire broke off and was lodged in the superficial femoral artery. The guidewire tip could not be retrieved, so a stent was placed over the tip to hold it in place. The procedure was completed successfully. No patient complications were reported.